Event description:
It was reported that this right ventricular (rv) lead was capped due to impedance issues, noisy signals and high pacing threshold measurements. A fluoroscopy was performed and it was identified the lead was fractured. A new lead was successfully implanted. No additional adverse patient effects were reported.